Event description:
Plaintiff alleges the development of an allergy to latex from exposure to latex gloves and has suffered considerable mental and emotional anguish, limitation and restriction of her usual activities, loss of earnings and earning capacity, respiratory problems, anaphylatic reactions and related mental and emotional distress. Plaintiff's husband, alleges loss of consortium of his wife.